Event description:
It is reported the device was implanted in 1994. In 2006, the device was revised requiring bone grafts. The revision was due to pain which started approx one month prior to revision.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. Device and x-rays were not returned for eval. Manufacturing records are intact, conforming and indicate MFR to specification.